Event description:
The suspect medical device that is the subject of this report is a convective warmer. It is designed to be used with a proprietary warming blanket to keep pts comfortable and normothermic. A report was received that stated that the convective warming unit was involved in a fire, there was no pt involvement, nor was any injury reported. Details were released that described the circumstances involved with the reported incident. A nurse was using the convective warming unit as a personal heater in conjunction with a normal bed blanket. The blanket was sucked into the convective warming unit, and black smoke was seen to emanate from inside the unit. There was no report of pt involvement nor was there report of injury to the nurse involved.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report, detailing the results of the eval.